Manufacturer narrative:
Device examined under scar-15, the supplier corrective action request (scar-inv-15) regarding the provu reusable 3.5" video laryngoscope monitor and charging dock (USA) has been thoroughly investigated. The reported issue, where the display intermittently switched to screen #2, was reviewed. The root cause analysis determined that the returned monitor functioned normally during testing, and no issues were found when connected to various video laryngoscopes. The operation instructions (wi-as-866-110) and production line functional tests confirmed the monitor had passed all required checks. As a result, no corrective or preventative actions were necessary. This scar is now considered closed.

Event description:
During use. "Both screens went blue and showed had error messages." "Both devices taken out of service". Following reported by complainant: provu digital intubation device connected to the handle and was working as it should. Unexpectedly, the screen went blank while attempting to intubate and then would not register being connected to the handle. Patient was ventilated during this time and no degradation in patient condition occurred. The failed device was placed to the side and another provu digital intubation device was introduced which connected to the handle as it should and the patient was successfully intubated without issue. During intubation events while using provu-video laryngoscope, screen shut off going into blue screen prompting to re-connect x2. Loss of view added to difficulty with intubation and 2 attempts were failed. After 1st failure, provu was troubleshooted and put back into working order, during 2nd intubation attempt, equipment failure occured again and lead provider lost view of vocal cords as ett was attempted to be passed. Both failures led to failed intubation attempts, patient regained gag-reflex quickly and no further attempts were made, bls airway was established and used for remainder of call. Patient's spo2 did not drop significantly post attempts and he was managed appropriately throughout call. During transport, patient's neuro-activity improved leading to combativeness and difficulty with maintaining control of airway. Patient pulled out bls adjuncts and was transitioned to nrb with ventilation support as needed, attempts at sedation were ineffective. If advanced airway would have been establish earlier, stronger sedation could have been used which could have led to a preferred standard of general care. Possible issues with provu could be connection issue with screen and handle at attachment point. Screen has been tagged and placed out of service until equipment could be reviewed. Intervention was required to prevent serious injury, no serious injury, no indirect harm, no hospitalisation initial or prolonged stay by 1 day or more required, no serious injury, disability or permanent impairment, not life threatening, no death. "In both cases the patient was sucessfully able to be ventilated despite provu not working. Moderate injury occured."

Manufacturer narrative:
Pending investigation and testing. Initial report was orginally submitted 2nd july 2025 this is a second initial report. Device received and will be examined under scar-15.

Event description:
During use "both screens went blue and showed had error messages." "Both devices taken out of service." Following reported by complainant: no serious injury no indirect harm no intervention required to prevent permanent damage. No hospitalisation initial or prolonged stay by 1 day or more required no serious injury, disability or permanent impairment. Not life threatening no death. "In both cases the patient was successfully able to be ventilated despite provu not working. Moderate injury occured."

Manufacturer narrative:
Pending investigation and testing. Initial report was originally submitted (B)(6) 2025 this is a thirdfollow up report. Device received and will be examined under scar-15.

Event description:
During use: "both screens went blue and showed had error messages." "Both devices taken out of service". Following reported by complainant: provu digital intubation device connected to the handle and was working as it should. Unexpectedly, the screen went blank while attempting to intubate and then would not register being connected to the handle. Patient was ventilated during this time and no degradation in patient condition occurred. The failed device was placed to the side and another provu digital intubation device was introduced which connected to the handle as it should and the patient was successfully intubated without issue. During intubation events while using provu-video laryngoscope, screen shut off going into blue screen prompting to re-connect x2. Loss of view added to difficulty with intubation and 2 attempts were failed. After 1st failure, provu was troubleshooted and put back into working order, during 2nd intubation attempt, equipment failure occured again and lead provider lost view of vocal cords as ett was attempted to be passed. Both failures led to failed intubation attempts, patient regained gag-reflex quickly and no further attempts were made, bls airway was established and used for remainder of call. Patient's spo2 did not drop significantly post attempts and he was managed appropriately throughout call. During transport, patient's neuro-activity improved leading to combativeness and difficulty with maintaining control of airway. Patient pulled out bls adjuncts and was transitioned to nrb with ventilation support as needed, attempts at sedation were ineffective. If advanced airway would have been establish earlier, stronger sedation could have been used which could have led to a preferred standard of general care. Possible issues with provu could be connection issue with screen and handle at attachment point. Screen has been tagged and placed out of service until equipment could be reviewed. Intervention was required to prevent serious injury. No serious injury. No indirect harm. No hospitalisation initial or prolonged stay by 1 day or more required. No serious injury, disability or permanent impairment. Not life threatening. No death. "In both cases the patient was successfully able to be ventilated despite provu not working. Moderate injury occured."

Manufacturer narrative:
Pending investigation and testing. Initial report was originally submitted 2nd july 2025 this is a second initial report.

Event description:
During use. "Both screens went blue and showed had error messages." "Both devices taken out of service." Following reported by complainant: no serious injury. No indirect harm. No intervention required to prevent permanent damage. No hospitalisation initial or prolonged stay by 1 day or more required. No serious injury, disability or permanent impairment. Not life threatening. No death. "In both cases the patient was successfully able to be ventilated despite provu not working. Moderate injury occured."